Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient got in the shower and accidently had water compromise their shower bag. They started having low battery alarms shortly after. The patient appeared to only experience the alarms on batteries. They are currently on a cable and have not been seen yet. It was noted that no corrosion could be seen. The event log files contained unusual power cable disconnect and low voltage advisories while utilizing battery power. The pump itself appeared to be operating within normal parameters. It was recommended to replace the batteries and battery clips that were exposed to water.